Event description:
It was reported that after performing a brockenbrough and pv contrast, the patient's blood pressure decreased, and the presence of blood in the pericardium was confirmed by echocardiography. The pericardial effusion occurred before any mapping with the carto or ablation could be performed. The procedure was stopped immediately and drainage was performed. The severity of the pericardial effusion was mild. The patient was transferred to ccu and remained in a stable condition. The outcome of the adverse event was improved, and the patient prognosis was satisfactory. Per the physician, this event might have been caused by an accidental puncture while using the guiding sheath with the navistar catheter for pv contrast. The physician also stated that although the navistar catheter was used, the event occurred while handling the guiding sheath; therefore, the physician believed that the event might not have been caused by the navistar catheter.

Manufacturer narrative:
The device was not returned to biosense webster for evaluation.